Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a x-smart plus 6:1 contra-angle won't hold files. Injury is unknown at this time. Additional request for further information.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
Received = 1x x-smart plus bearing retainer h1033c1051113. 1x x-smart plus cartridge h1033c1051015. 1x x-smart plus head assembly h1033c1051011 sn: (B)(6). 1x x-smart plus head cap h1033c1051050. 1x x-smart plus wave washer h1033c427a360. X-smart plus cartridge. Sav bad maintenance (user). There is some rust on the cartridge. Replaced 1x xp cartridge h1033c1051015. 1x xp bearing retainer h1033c1051113. 1x xp head assembly h1033c1051011 1x xp head cap h1033c1051050. 1x xp wave washer h1033c427a360.